Manufacturer narrative:
H10: h3, h6: the device, used for treatment was not made available to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. However, additional information provided by the site during the initial investigation revealed that the bone pin would not advance because the inner portion of the pin driver was spinning freely. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. We were not able to confirm the reported event as no part was returned for evaluation. Contributing factors were likely related to a design deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw. A corrective action has been opened for this issue. However, since the part was not returned, we cannot confirm if this was the same issue as the reported event.

Event description:
It was reported that, during an unspecified surgery, the pin driver did not advance the bone pins. The issue was resolved, without significant delay, by using a back-up device. The patient was not harmed.